Event description:
This case was cross reference with case ID: (B)(4) (same patient). This unsolicited case from united states was received on (B)(6) 2017 from the patient. This case concerns a (B)(6) male patient who received treatment with synvisc one injection and after few hours of receiving injection experienced right knee pain and right knee swelling. Patient stated that he had an auto accident in 1995, cracked his left knee cap, and had 5 surgeries on different parts (not on the knee) after the accident. On an unknown date in (B)(6) 2016, patient received a synvisc-one injection in the right knee (his "good knee"). Patient stated that he has been a getting synvisc-one injections for osteoarthritis, approximately once every 6 months for 3+ years and they all worked fantastic. Patient had an eeg (electroencephalogram) and MRI (magnetic resonance imaging) of his brain and stated that his short term memory was terrible. Concomitant medication included ibuprofen for pain (patient had molar pulled and jaw was closed crooked). On an unknown date in (B)(6) 2016, the patient received second injection with intra-articular synvisc one, once (dose, lot number and expiration date: not reported) in right knee for osteoarthritis. On an unknown date in (B)(6) 2016, in less than 24 hours, patient experienced extreme significant pain, swelling and joint line pain after injections. Patient was put on methylprednisolone sodium succinate. It was reported that after taking the first steroid pill "the pain went away." Consumer's hcp (health care professional) told him, the only other option was a knee replacement of the left knee. Corrective treatment: methylprednisolone sodium succinate (methypred) for both events. Outcome: recovered for right knee pain; unknown for right knee swelling. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: required intervention for both events additional information was received on 28-aug-2017. Global ptc number and ptc results were added. Text was amended accordingly. Additional information was received on 20-sep-2017 from medical doctor. Concomitant medication (ibuprofen) was added and corrective treatment was added. Clinical course was updated. Text was amended accordingly.

Event description:
This case was cross reference with (B)(4) (same patient) this unsolicited case from united states was received on 17-aug-2017 from the patient. This case concerns a (B)(6) male patient who received treatment with synvisc one injection and after few hours of receiving injection experienced right knee pain and right knee swelling no relevant concurrent condition and concomitant medications were reported. Patient stated that he had an auto accident in 1995, cracked his left knee cap, and had 5 surgeries after the accident. On an unknown date in (B)(6) 2016, patient received a synvisc-one injection in the right knee (his "good knee"). Patient stated that he has been a getting synvisc-one injections for osteoarthritis, approximately once every 6 months for 3+ years and they all worked fantastic. Patient had an eeg (electroencephalogram) and MRI (magnetic resonance imaging) of his brain and stated that his short term memory was terrible. On an unknown date in (B)(6) 2016, the patient received second injection with intra-articular synvisc one, once (dose, lot number and expiration date: not reported) in right knee for osteoarthritis. On an unknown date in (B)(6) 2016, in less than 24 hours, patient experienced extreme pain, swelling, and was put on steroids. It was reported that after taking the first steroid pill "the pain went away." Consumer's hcp (health care professional) told him, the only other option was a knee replacement of the left knee. Corrective treatment: steroids for both events. Outcome: recovered for right knee pain; unknown for right knee swelling. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criterion: required intervention for both events.

Event description:
This case was cross reference with case ID: (B)(6) (same patient) this unsolicited case from united states was received on 17-aug-2017 from the patient. This case concerns a (B)(6) year old male patient who received treatment with synvisc one injection and after few hours of receiving injection experienced right knee pain and right knee swelling no relevant concurrent condition and concomitant medications were reported. Patient stated that he had an auto accident in 1995, cracked his left knee cap, and had 5 surgeries after the accident. On an unknown date in (B)(6) 2016, patient received a synvisc-one injection in the right knee (his "good knee"). Patient stated that he has been a getting synvisc-one injections for osteoarthritis, approximately once every 6 months for 3+ years and they all worked fantastic. Patient had an eeg (electroencephalogram) and MRI (magnetic resonance imaging) of his brain and stated that his short term memory was terrible. On an unknown date in (B)(6) 2016, the patient received second injection with intra-articular synvisc one, once (dose, lot number and expiration date: not reported) in right knee for osteoarthritis. On an unknown date in (B)(6) 2016, in less than 24 hours, patient experienced extreme pain, swelling, and was put on steroids. It was reported that after taking the first steroid pill "the pain went away." Consumer's hcp (health care professional) told him, the only other option was a knee replacement of the left knee. Corrective treatment: steroids for both events outcome: recovered for right knee pain; unknown for right knee swelling a pharmaceutical technical complaint (ptc) was initiated with global ptc number: 49190 the product lot number was not provided; therefore a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: required intervention for both events additional information was received on 28-aug-2017. Global ptc number and ptc results were added. Text was amended accordingly.